Event description:
Three total dermatomes used during skin graft procedure. First dermatome - # ins 0000139-001- was not effective in harvesting enough tissue. Second dermatome - # ins 0000139-002- skipped while in use. Third dermatome effective at creating graft tissue. Expect this pt will have larger, permanent scar than would otherwise have.